Event description:
Product analysis of the explanted generator found that the battery was not at an ifi condition. The battery voltage measured 2.881 volts as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 11.989% of the battery had been consumed. With the exception of parameters related to the reed switch, results of the final electrical test were successful. Functional bench testing, and internal downloaded data from the generator, both demonstrate that consistent magnet activations are attainable. With the exception of the noted test-related issue, there were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the device history records for the lead confirmed the lead met all final testing specifications prior to distribution. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.

Event description:
On (B)(6) 2013, it was reported that the patient had both her generator and lead replaced on (B)(6) 2013 due to end of service and high impedance respectively. Per the implant card, the replacement surgery was due to a lead discontinuity with lead impedance marked as high. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The explanted devices have not been returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
Product analysis of the lead was completed and approved on (B)(6) 2013. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. A reddish-brown substance was noted on the connector pin in the vicinity of the end tip. The connector pin has what appears to be pitting at this location. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition. Abrasions were identified on the connector boot and on the outer silicone tubing at multiple locations. The lead coils have a spiral appearance along the lead body. The lead coils are stretched along the lead body. The inner silicone tubing appears to have been cut/torn at approximately 38.5cm from boot. The inner silicone tubing of the lead coils has what appear cut openings in the vicinity of the tubing ends. The cut ends of the lead coils are located at approximately 38cm from boot. The outer silicone tubing has internal abrasions at approximately 33.5-36.9cm from boot. The end of the outer silicone tubing appears to have been cut/torn at approximately 38.3cm from boot. The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing of the lead coils. No obvious point of entrance was identified other that cut end of the returned lead portion. Incisions in the silicone tubing were necessary to perform proper inspection of the lead coils. Scanning electron microscopy images of the connector pin showed that pitting or electro-etching conditions have occurred on the pin. The exact reason for this condition is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.